Manufacturer narrative:
Insulin pump was received with intermittent esc, act, and up arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was hard to press. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.